Event description:
It was reported that the rv and svc lead impedances were elevated. The device was explanted due to a possible header issue and the rv lead was capped. No patient complications were reported as a result of this event.